Event description:
The customer's mother reported that on (B)(6) 2012 at 2:55 am, her son's blood glucose measured 439 mg/dl. A 0.45 unit insulin bolus was given. At 6:03 pm, his bg was 305 mg/dl and another 4 units of insulin were bolused. The caller also stated that her son's bg was 500 mg/dl (no time specified) and that the cannula had come out of the skin at the infusion site.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or manufacturing deficiency could have contributed to reported hyperglycemia. The customer's mother reported that the cannula had dislodged from the infusion site. This condition would interrupt insulin delivery and contribute to high blood glucose. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user's guide warns "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."